Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an image with noise. There were no reports of patient harm.

Event description:
Additional information received from customer - the intended procedure was both therapeutic and diagnostic. The malfunction was observed before the otolaryngology endoscopic procedure. The procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Additional field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "the screen is black there is no picture" was not confirmed. Based on the results of the investigation, the most probable cause of the complaint is not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.